Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level; bg value was not provided and cause was unknown. Paramedics were called and administered intravenous fluids, orange juice, lemonade, and crackers to address bg level. Recommendation was made to discuss diabetes management with a health care professional.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: blood glucose (bg) values from ¿low¿ (below 40 mg/dl) to 50 mg/dl were recorded by continuous glucose monitor (cgm) from 10:53:09 am to 11:53:09 am on 2/23/2020. Cgm alert 1 (cgm low alert) enunciated at 10:53:09 am on 2/23/2020. A tubing fill of size 16.0 units was observed on 2/23/2020 at 9:05:01 am. If user did not disconnect during the ¿fill tubing¿ step of the cartridge change sequence, insulin would be delivered, and this could cause bg levels to drop. On 2/23/2020, at 7:45:23 am, user made a bolus request while still having insulin on board (iob). Making bolus requests while still having iob could lead to a low bg event. There is no evidence that the pump experienced a malfunction or failure.